Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the stem/head/liner all within a tray covered in bio, the head is out of the liner its unknown if the head disassociated before or during removal of the loose stem. Device history record review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: chronic periacetabular fractures with abundant callus and a possible nonunion. Total hip arthroplasty with unusually high-positioned asymmetrical acetabular cup (with absence of the inferior cup) thought to exhibit a steep lateral angle of inclination. Radiolucency inferior to the acetabular cup may be disassociated polyethylene liner versus osteolysis. Metallosis with pseudotumor (altr) is demonstrated. Risk factors for metallosis in this case may include acetabular cup steep lateral angle of inclination and asymmetric acetabular cup with increased loading and bearing wear. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1-2; g3; h2 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 17 years post-implantation, the patient underwent a hip revision due to instability and lysis. Attempts have been made and no further information has been provided.